Manufacturer narrative:
Product event summary: analysis confirmed the reported event; a system error occurred. Further functional testing revealed calibration, ECG (electrocardiogram) offset, and ECG gain tests are out of specification; a printed circuit board assembly found out of electrical specification.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported an error occurred during startup of the programmer. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.